Event description:
The pt was awakened by pt's caregiver to perform a blood glucose test. The suspect device was used and a reading of 93mg/dl was obtained. The pt felt hypoglycemic, was inarticulate and could not focus. Emergency medical technicians were then called. The emergency medical technician's tested pt's blood glucose on emergency medical technician's device. The result was 33mg/dl. Pt was given an IV and glucose and then taken to the hospital.